Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the patient blood glucose level rose to 18 mmol/l (324 mg/dl). The patient removed the pod and observed the cannula was not visible. The patient stated when activating the pod they did not hear the final click, indicating the cannula did not deploy. The patient treated the hyperglycemia with a pen and by applying a new pod. The pod was worn for approximately 4 hours.

Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 401 pulses. Inspection of the device found the firing flat, release bar, and cam finger were all in the correct position where the needle mechanism should have deployed. Damage to the slide insert was found. This damage to the slide insert was in a position where it caused excessive friction and interference between the slide insert and the chassis underneath the mechanism rails, resulting in the needle mechanism and cannula not deploying. The exact cause of this damage to the slide insert could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.